Manufacturer narrative:
The device was not returned, therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no non-conforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. Hematoma is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions, therefore, no update is required. Based on the review completed, there is no evidence to suggest that device was out of specification. The root cause, based on available info, is unk as it cannot be definitively determined.

Event description:
This was a peripheral intervention. The pt was not obese and no calcification, tortuosity, or scarring were noted. The pt was anti-coagulated. The axera access procedure was completed without incident. Later that evening (approximately 8pm), 6 or 7 hours following the procedure, a hematoma was observed and resolved via manual compression. The following morning (approx. 6am), another hematoma was observed and again treated with manual compression. A CT scan was ordered and the hematoma measured 5cm. The pt recovered without further sequelae.